Manufacturer narrative:
A siemens global product support specialist evaluated the immulite 2500 instrument data. After evaluating the instrument data, the global product support specialist determined that the customer was incorrectly switching between different user modes on the system which must be done when the system is in idle. If the user mode is switched while the system is running this may result in a software mismatch and the system will not generate results. As per the immulite 1000 operator's guide: "important: the instrument must be in idle mode before performing the following steps. Do not switch modes while the instrument is running." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer stated that there was a delay in getting ipth results from an immulite 1000 system which occurred during a surgical procedure. The customer stated that the delay caused the surgery to be prolonged by approximately twenty minutes. There is no known report of adverse health consequences due to the delay in receiving the ipth results.